Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to design, manufacturing, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the mildly tortuous proximal right coronary artery (rca). Pre-dilatation was performed with a 2.0x15mm unspecified balloon dilatation catheter (bdc). The 4.0x23mm xience v stent implant was successfully deployed without reported issue; however, a vessel dissection was noted, which was treated with deployment of another xience stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.